Event description:
It was reported by service report that the scale is inaccurate and the nurse call is not functioning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - load cell, jack screw for docker cable broken.